Event description:
It was reported that the pt had "terrible problems" with his pain pump since (B)(6) 2010. Per the reporter, the pt had three surgeries with terrible complications. Specific details were not provided. The type of medication, concentration, and daily dose being administered via the pump were not provided. See MFR's report # 3004209178201007102 for issues related to the catheter. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).